Manufacturer narrative:
Timeouts were seen in the device data. No alarms were generated. The device was reset and activated with a pdm. A bolus of 5 units was delivered. The device reset data shows that timeouts still occurred. The bottom hook talon was observed to be angled and the hook post spring was observed to have all rungs visible, indicating that the hook post spring was incorrectly installed. The incorrectly installed hook post spring caused the timeouts seen in the device data. It could not be determined if the timeouts contributed to the reported event. A leak test was conducted and no leaks were found along the fluid path. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 381 mg/dl while wearing the pod between 4 and 24 hours. As treatment, pod was removed according to patient's mother.